Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was not working, and the catheter was removed. Refer also to MFR report # 3004209178-2020-05355 for prior event / catheter revision. The hcp had no additional details regarding this event. No patient symptom was reported. No further patient complications have been reported as a result of this event.